Manufacturer narrative:
Model number/catalog number: sc-8352-50, serial number: (B)(4), batch/lot number: 21323541, model/catalog description: coveredge x 32 surgical lead kit 50 cm.

Event description:
A report was received that the patient was having non-functional ipg. It was also reported that the patient was experiencing inadequate stimulation. The patient underwent explant.

Event description:
A report was received that the patient was having non-functional ipg. It was also reported that the patient was experiencing inadequate stimulation. The patient underwent explant.

Manufacturer narrative:
Sc-8352-50 sn (B)(4). Device evaluation indicated that the patient is complaining that she was implanted with a non full body MRI system when she asked for a full body MRI system. The complaint was confirmed. The ipg is not an MRI compatible. However the device was cut into pieces. X ray inspection on the remaining lead found no anomalies. The device damage was similar to the typical explant damage and was not considered a failure. Sc-1132 sn (B)(4). Device evaluation indicated that the patient is complaining that she was implanted with a non full body MRI system when she asked for a full body MRI system. The complaint was confirmed. The ipg is not an MRI compatible. However the device would not be charged nor linked. It exhibited electrocautery burn marks on the case excessive sleep current 8.87 ma and high temperature on u 3asic 25.8 degrees celcius. The device profile taken by using an external power source indicated that the device was normal prior to the explant procedure and the battery voltage depleted at once after the procedure. This type of damage occurs when the ipg is exposed to high voltage transients. The cause of the damage could not be determined